Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation that a excelon transbronchial aspiration needle device was used during a transbronchial needle aspiration procedure performed to retrieve a biopsy sample from the lungs. According to the complainant, the needle hub detached while being withdrawn back into the sheath. It was initially unknown if the detached piece fell into the patient but was reported to be unseen by c arm or bronchoscopy. Later, the hub was located within the suction container which was used during the procedure. The procedure was completed using another of the same device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.